Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, the exchange of gaseous fluid was not working well and the footswitch was locking. The case was completed with the same system following a 90 minute delay. There was no harm to the patient.